Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information based on the information available, the reported aortic dissection was due to patient factors and an edwards defect has not been confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation. Customer reported the balloon of an icf100 was deflated during the procedure due to a retrograde dissection and there was no indication of device malfunction, either endoreturn or intraclude. Balloon inflated clear without difficulty and remained inflated without leakage. Balloon was able to be deflated without difficulty. All through lumens were found to be patent without any leakage or occlusion. As received, traces of unknown green material were visible within the balloon and was able to be removed during balloon deflation. No other visual damages or abnormalities were found.

Event description:
It was learned that during a robotic mv repair procedure the balloon of an icf100 was deflated during the procedure due to a retrograde dissection. As reported a pre-op CT revealed no abnormalities or concerns of aorta or femoral vessels. There was no packaging damage or endo return or intraclude damage noted during preparation. The technique used was a percutaneous cannulation with two proglide suture closure devices in each femoral vessel. A guidewire was used for advancement into the aorta. Er23 cannula and icf 100 were placed using fluoroscopy during wire and advancement placement. Placement went smoothly and without complications. The solution used for balloon inflation was sloanes mixture of firefly: 50cc albumin, indocyanine green 25mg/vial, and 10cc saline. The diameter of the aorta site at balloon inflation was possibly 35mm. At start of cpb, the line pressure was around 250mmhg, with a perfusion pressure of about 65mmhg. When the surgeon began to inflate the balloon, the systemic pressure dropped to almost 20-30mmhg. The internal balloon pressure reading was 500mmhg. When the balloon was initially inflated at the desired location, it was not moved. Cpb was initiated, cardioplegia given and the heart arrested. The left atria was opened and the procedure continued. At this time, the anesthesiologist is viewing the distal aorta as full by-pass is achieved. There was no noted aortic flap appreciated and cpb was continued. Cpb had been initiated for more than 15 minutes, when a drop in the r/l arm pressures compared with systemic flow was noted. When the pressures dropped the surgeon was getting reading to close the laa. It was noted as very unusual for the balloon to block both r/l arm pressures, as the balloon is not big enough to do so. It was also noted unusual for both arterial lines are down at the same time. At this time perfusion was flowing 5l/min with no jump in the line pressures, and cerebral sensors were reading no drop in perfusion. Based on the fact that there was bilateral drop in arm pressures it was felt that the balloon had to be let down because only an aortic dissection could cause these readings. When the balloon was deflated, the entire aortic root was observed to have completely collapsed onto itself. It was determined from the findings and the fact the aortic root did not fill with blood that the blood was being diverted elsewhere and a retrograde dissection was occurring. The tee revealed a flap in the distal aorta and visualization of the ascending aorta also revealed a flap defect. A dissection was confirmed by tee. There was no indication of device malfunction, either endoreturn or intraclude. The patient status did not improve when the balloon was deflated and removed. The patient became hemodynamically unstable and an emergent sternotomy was performed. The patient expired on the surgical table. The patient was 72 y/o female.

Manufacturer narrative:
The intraclude device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. If the intraclude balloon is not totally occlusive during a procedure, the heart would fill and warm, the operative site may be obscured, and the procedure may need to convert to an open procedure. The device was returned and evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.